Event description:
The hospital observed dilatation of the y part of the graft and blood leak was observed at the y part of the graft. The leakage was stopped by adding a single suture to the y part. It is unk how much blood was lost, and the pt did not require transfusion. No further clinical intervention was required. The graft remained implant in the pt.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, continue to monitor and trend this type of event to identify any trends that may develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number (B)(4).